Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires we exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do show damage. The grip cable was broken. Additionally, the instrument was found to have a broken grip cable at the distal end

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps (fbf) instrument conductor wire was damaged. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no loss of cautery associated with damaged wire.